Event description:
On (B)(6) 2014, the following information was received via a report (#(B)(4)): pt. Was undergoing a coaxial needle bone biopsy when the cannula sheath broke off and remained imbedded in the pt's gluteal muscle. He had to have a general anesthetic to remove the fragment of the cannula. Reason for use: to obtain bone biopsy. Despite several attempts made by carefusion to obtain additional information, no additional information has been provided.

Manufacturer narrative:
(B)(4). Investigation results: the reported condition could not be confirmed as the sample was not provided for analysis. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Procedures require verification of the condition of material prior to use in the manufacturing process. Personnel are also required to perform several tests on each unit to ensure functionality prior to release of the product. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. Based on the investigation results, the root cause could not be determined as the sample was not available for analysis and as no issues were found during review of applicable manufacturing, inspection and packaging processes that could relate personnel or method to the reported condition. However, the needle break is likely to have been as a result of the off label use of the product on bone. It is important to note that the instructions for use provided with this product clearly specify the following: ¿intended for use in obtaining core biopsy samples from soft tissue such as kidney, liver, lung and various soft tissue masses. Not intended for use in bone.¿ the customer will be advised to review the product¿s instructions for use. The manufacturing plant will also continue to monitor this issue to identify the need for any further actions.